Manufacturer narrative:
Patient identifier: (B)(6). Device evaluated by MFR. As the device has not been returned, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). It was reported that during a stenting treatment procedure, a vessel dissection occurred. The patient presented due to ccs class ii stable angina and underwent cardiac catheterization which revealed a 77% stenosed and 18mm long target lesion located in the proximal left circumflex artery (lcx). The reference vessel diameter was 3.03mm. The lesion was treated with predilation and placement of a 3.0x20mm (B)(4) and post dilation which resulted in 0% residual stenosis. A non-target lesion was identified in the mid left anterior descending coronary artery (lad) which was treated with predilation using a 2.5x15mm apex balloon and placement of an unspecified 2.75x20mm non-study drug eluting stent. Core lab analysis of the procedure indicates that there was a type c dissection following predilation of the lad with the 2.5x15mm apex balloon. It was not present after stenting and there was a good final result. The patient was discharged 1 day later on aspirin and clopidogrel.